Event description:
It was reported that an occlusion alarm occurred on the ilet while using a steel contact detach infusion set with 23-inch tubing, and the user had not fully clicked the tubing into the infusion site, suggesting an infusion set connection issue; blood glucose at the time was 78 mg/dl. Symptoms included no reported adverse clinical effects. Outcomes included continuation of therapy after resuming delivery with user monitoring and no need for medical intervention. Investigation included call-based troubleshooting that assessed the tubing for bubbles and kinks and verified delivery after reconnecting the set. Investigation of this case revealed an incorrectly attached infusion set connector with no faults identified in the tubing or current set. It was concluded that the event was attributable to user technique related to infusion set connection rather than a device malfunction.